Manufacturer narrative:
Our distributor received a total of ten complaints from the same sub-distributor. They informed us these had been collected over a period of time but complained together only now. We consider five of them as reportable and are filing separate mdrs for each of these. In 2015, we have produced and sold 2.953.200 stable base sbw55 electrodes. Retained samples of the same lot were inspected visually and for their ph. In addition, one electrodes was applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. We conclude that the allergy of the patient to tape / adhesive caused the irritation. The IFU explicitly states: "do not use on patients with shown skin irritating effects on skin (...)." The user did not follow the IFU and used the electrodes despite of a known allergy against tape / adhesive. We, therefore, consider a user error to have caused to the incident.

Event description:
On march 15th, 2016, we have been informed about an incident with ECG electrodes. Monitoring ECG electrodes (model sbw55) and a verité ECG machine (serial # (B)(4) had been used in a mct monitoring procedure with a planned duration of 15 days. The patient's skin type was described as dry, no hair and the body type as medium built. The skin was cleaned with soaps and water, dried, not shaven, not disinfected. Baby oil was used to remove the electrodes. The patient reported that she is allergic to "tape / adhesive" material. After an hour of starting the monitoring, the patient reported that the electrodes were burning and blistered her skin. This irritation appeared above and below the breasts "underneath the entire electrode and protruding out from the electrodes." The symptoms of the allergic reaction were treated with oral (B)(4).